Event description:
A customer reported the foot pedal did not respond prior to a cataract procedure. The cable and foot pedal were exchanged to perform the case. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. The system was manufactured on october 9, 2006. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on april 22, 2006. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on october 9, 2006. The footswitch was received for evaluation. A visual assessment of the returned sample showed no nonconformities. The footswitch was connected to a calibrated console. The footswitch responded normally, with the treadle and all of the switches functioning as intended. The sample and the system were found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).